Event description:
The customer reported being hospitalized due to high blood glucose of 527mg/dl, and she was treated with an insulin drip. The customer stated that she treated her glucose of 427mg/dl this morning with a manual injection, and it dropped to 211mg/dl. The customer was experiencing nausea, vomiting, dizziness, and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent. Reminded the customer to change the infusion set and reservoir every two to three days. The customer mentioned that she lost her quick serter and has been inserting manually. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.